Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Diabetes clinical manager reported via phone call high blood glucose levels. Customer's blood glucose level was 539 mg/dl. Customer treated their high blood glucose via insulin pump. Customer advised they manually primed the tubing, completed the rewind process but were unable to get to the home screen. Customer believed the insulin pump was suspended and they did not receive any insulin during the night. Customer advised they eventually were able to access the home screen and properly receive insulin. The dcm was advised to check if the insulin pump had been exposed to a magnetic field.